Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm motor position encoder error alarm due to overwritten history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother was reported via phone call that the insulin pump had motor error more than one. The customer blood glucose level was 360 mg/dl at the time of incident and the current blood glucose level was 207 mg/dl. The customer was assisted with troubleshooting. Customer put new battery into the insulin pump and insulin pump had same error. Customer stated that insulin pump was working correctly and then keeps stopping working and blood glucose was high. Customer reports the drive support cap appears normal or slightly indented. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.